Manufacturer narrative:
(B)(4). The reported condition was caused by an unknown reason. A batch review was conducted and there were no deviations found during the manufacture of this lot.

Event description:
Baxter's quality associate reported a flolink microbore catheter extension set that had a blockage in the tubing by one piece luer lock.this reported condition was discovered during an evaluation by the assosicate. The sample failed to clear passage at 8psi; in which priming could not be performed. There was no patient involvement or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4) an actual sample was evaluated by a baxter quality associate in which a blockage occurred in the tubing near the one piece luer lock. Visual and functional tests were performed, and the blockage was confirmed. In addition, the actual sample failed to clear passage at 8psi.